Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Add applicable additional b5 statement. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.